Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infection at the foscarbidopa/foslevodopa injection site on (B)(6) 2026, presenting with pain, redness, and swelling at the cannula site, which progressed with fever and weakness, leading to urgent care admission on (B)(6) 2026. Blood tests confirmed infection; the patient received intravenous antibiotics, was discharged on (B)(6) 2026 with oral trimethoprim-sulfamethoxazole, and by (B)(6) 2026 reported improvement with no pain and reduced redness. No further information available.